Event description:
It was reported that during a routine device change out, the device exhibited a loss of output. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.